Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 50 mg/dl, which was treated with food and milk. The customer also reported the insulin pump was beeping. The customer declined to troubleshoot for their low blood glucose and the insulin pump. The insulin pump will not be returned for analysis.